Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and impedance were noted to be high. Subsequently, the lead was surgically abandoned and replaced. The device was also explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.